Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.5x16mm liberte bare stent delivery system was advanced to the rca; however, the device was unable to cross the lesion. The physician removed the sds from the patient and it was noted that the stent had dislodged inside the patient. The stent was found in the proximal, calcified portion of the lesion. A 2.0x20mm non bsc balloon was advanced to the lesion and was inflated to 18atms inside the dislodged stent, followed by another 3.0x20mm non bsc balloon that was inflated to 20atms and a 3.0x15mm quantum apex balloon that was inflated to 24atms. A 2.5x18mm non bsc stent was the successfully implanted in the lesion. The procedure was completed with no patient complications reported and the patient's current condition is stable.